Event description:
It was reported that a patient underwent a c-section on an unknown date and a barbed suture was used. During the procedure, the needle point broke off into the patient while suturing the patient¿s uterus. The ob noticed that the tip was not there when adjusting the point to continue the stitch. The patient was x rayed to rule out that there was no needle tip left in the body. Xray was cleared of any foreign objects. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What was the name of the procedure? Cesarean section. 2. What was the procedure date? Unknown. 3. What is the lot number? Unknown. 4. What was used to complete the procedure? No, this item was replaced because it was not suitable to function. 5. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes, you can have this item. It has been exposed to bodily fluids and not be cleaned. The item is sealed in a sharps proof container and suitable to be returned. 6. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) clinical coordinator, labour & delivery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(6), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on september 5, 2025. The component was identified as product code sxpp1a444. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was sxpp1a444. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.